Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. Visual and tactile inspection revealed hypotube kinks 1.5cm and 69cm from the strain relief. There was blood in the guidewire lumen. Microscopic examination of the balloon revealed a balloon pinhole 10mm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation and the device was initially inflated at 12 atmospheres. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and the device was initially inflated at 12 atmospheres. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.